Event description:
This valve was explanted due to thrombus that had entrapped one of the leaflets. According to the info received, nine months prior to explant, a hematologist discontinued the pt's coumadin therapy and started the pt on aspirin and plavix. It was also reported the pt had microthrombosis and cholesterol emboli. According to the surgeon, there was "no suspicion or evidence of pv leak" and the valve had "endothelialized beautifully". It was replaced with a baxter bioprosthesis.